Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device, resulting in the inability to implant this device. Please refer to the description for more information regarding the specific circumstances of this event. The returned device was thoroughly inspected and analyzed. A visual inspection of the device header and case noted no anomalies. The setscrew moved freely and the seal plug was intact. Pin gauge testing, designed to verify proper port dimensions, was completed. The port measured as expected. An is-1 lead terminal pin was inserted in the device header with no resistance. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The root cause of the lead insertion difficulty could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for future, similar events.

Event description:
It was reported that during the implant procedure, the pacing lead was positioned and good lead measurements were obtained. However, the lead was not able to be inserted into the device header of this pacemaker. A new device was tried and no further issues were observed. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device, resulting in the inability to implant this device. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during the implant procedure, the pacing lead was positioned and good lead measurements were obtained. However, the lead was not able to be inserted into the device header of this pacemaker. A new device was tried and no further issues were observed. No adverse patient effects were reported.